Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Product not returned and batch not communicated. As biomet france did not receive any information about the involved batch number and as the product has not been returned, biomet france was not able to perform any batch and manufacturing documentation review and product analysis could not be performed. According to the available data, the exact root cause cannot be determined. However, there is no evidence that the root cause is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported various complications in the journal article "more complications in uncemented compared to cemented hemiarthroplasty for displaced femoral neck fracture: a randomized controlled trial of 201 patients, with one year follow up" various complications reported related to a db10 stem: two postoperatively periprostetic fractures within one year after uncemented hemiarthroplasty using db10 stem. Twelve intraoperatively periprostetic fractures within one year after uncemented hemiarthroplasty using db10 stem. Five dislocations within one year after uncemented hemiarthroplasty using db10 stem. This medwatch report is for one of the dislocation